Event description:
A clinical study reported that during cataract + intraocular lens implantation (iol) implant +vit + vitreous puncture and injection+complex retinal detachment repair of anterior membrane stripping+retinal laser photocoagulation+gas internal compression (left eye )surgery while using an ophthalmic gas a patient experienced high intraocular pressure and patient was given with antiglaucoma drops.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The sample was not returned. Testing could not be performed. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed eight other complaints against this lot. A check of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. With no additional, related information provided, the reported event was not able to be confirmed. Based upon the information obtained, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).